Event description:
During stenting of a heavily calcified and tortuous renal artery that was 90% stenosed, the balloon burst at six atmospheres. The product appeared perfect during pre-use inspection and no anomalies were noted during prep. There was no report of any adverse effects to the pt. No information was available as to how the procedeure was completed, and as per the reporting affiliate, no additional pt or procedural information is available. The product is not available for evaluation and testing.